Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. An internal inspection of the device did find presence of foreign substance in the manifold assembly. The manifold assembly was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "compressor failure -1001" and "self check failure -1003" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.